Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the handpiece did not work as it should have. The blade did not cut. The procedure was completed using another handpiece. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation wil be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01104. The same pt is represented in each medwatch.